Event description:
It was reported that the patient was unable to feel stimulation and was experiencing difficulty charging the implantable pulse generator (ipg). The ipg would also not connect with the remote control (rc) and would no longer hold a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was unable to feel stimulation and was experiencing difficulty charging the implantable pulse generator (ipg). The ipg would also not connect with the remote control (rc) and would no longer hold a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.